Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2013, product type: programmer, patient. Product ID: 3889-28, lot# va0av65, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient experienced a shocking/jolting sensation when going to bed, sitting, or getting up from a chair. It was stated that the device ¿did not do anything¿ when the patient was still. The patient was implanted two days prior to report and therapy was not on yet. The patient contacted the healthcare provider¿s (hcp) office. Additional information received reported that the patient was still having concerns with her device or therapy and was working with the doctor or manufacturer representative. The patient had an appointment on (B)(6) 2013.